Manufacturer narrative:
(B)(4).

Event description:
A possible removal and replacement of an implantable collamer lens was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted an implantable collamer lens into the patient's eye left (os). Reportedly "requesting some assistance for lens exchange calculations". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d2.- "phakic intraocular lens, product code: mta" should be corrected to "phakic toric intraocular lens, product code: qcb". B5- the reporter indicated the surgeon implanted a toric implantable collamer lens of diopter -15.00/+2.5/100 (sphere/cylinder/axis) into the patient's eye left (os). Reportedly "requesting some assistance for lens exchange calculations". The lens remains implanted. Claim# (B)(4).